Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was wouldn't let her finish priming. The customer¿s blood glucose was unknown. Customer reports that they had to do rewind multiple times today. The insulin pump will not be returned for analysis.